Manufacturer narrative:
(B)(4) for the reported event of stent failed to expand. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a 15 mm malignant stricture with 40% stenosis and band over 45 degree but less than 90 degrees. Reportedly, the patient¿s anatomy was moderate tortuous and was not dilated prior to stent placement. During the procedure, the physician was able to fully deploy the stent in the correct position. However, it was noted that the stent failed to expand. The physician removed the stent with biopsy forceps. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted 108mm proximal to the tip and the stent was deployed. The stent was not returned. The inner lumen was severely kinked. No issue was noted in movement of the outer sheath along the shaft. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6), 2014. According to the complainant, the stent was being used to treat a 15 mm malignant stricture with 40% stenosis and band over 45 degree but less than 90 degrees. Reportedly, the patient's anatomy was moderate tortuous and was not dilated prior to stent placement. During the procedure, the physician was able to fully deploy the stent in the correct position. However, it was noted that the stent failed to expand. The physician removed the stent with biopsy forceps. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".